Manufacturer narrative:
A visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. A total of 12 images were provided for this investigation and reviewed. The review is as follows: pictures 1-2, pcomm aneurysm with coil mass: waters ap and lateral left ica subtracted dsa with contrast. There is an approximately 8mm pcom aneurysm with coils compacted towards the dome and a shallow, wide neck recurrence. Pictures 3-7, placing web 4,5-3 in pcomm aneurysm & contrast controlled image before deployment web4,5-3: multiple right ica dsas in different projections. A web (not yet detached) has been placed in the recurrent portion of the pcom aneurysm. It seems to be well-positioned. Some stasis (expected) is seen within the web in the late arterial phase. Picture 8, deployment web with via: non-subtracted single lateral shot, no contrast: the web is positioned inside the aneurysm and is not yet detached. The microcatheter tip marker is aligned with the proximal web marker. Pictures 9-10: CT-blanco was performed after 5 days. Coil mass on the left side in pcomm and web luxated inside m2. Patient has good collaterals: 2 images of a flat plate axial cta show the coils inside the aneurysm and the web, which has now migrated to a proximal m2 branch. The collaterals mentioned are not seen on these slices. Pictures 11-12: conventional non-contrast or flat plate CT: the migrated web is again seen. The web may have migrated in a delayed fashion because it was not well anchored in this very shallow, wide-necked aneurysm remnant, despite being adequately positioned. Without the return and physical evaluation of the device, the investigation cannot determine if a condition exists that would have caused on contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process, corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system, without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. A search for non-conformances associated with this part - lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. There are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. Additional information can be found in the IFU, however it lists: potential complications: potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Users and or patients should report any serious incidents to the manufacturer and the competent authority of the member state or local health authority in which the user and or patient is established. Detachment of the device: 31. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 32. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 33. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 34. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 35. Verify the embolization device position before pressing the detachment button. 36. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 37. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 38. Verify the position of the embolization device angiographically through the guide catheter. 39. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter. The physician has the discretion to modify the device deployment technique based on the complexity and variation in embolization procedures. Any modifications must be consistent with the previously described procedures, warnings, precautions and patient safety information in these instructions for use. H3 other text : device remains implanted.

Event description:
No additional information was received, please see h6 and h10.

Event description:
It was reported the physician selected web, w5-4.5-3 for a p-comm aneurysm. Deployment went well, after deployment physician waited 10 minutes to see how web behaved in aneurysm. Everything went well. Controlled images were perfect. No neurological symptoms after anesthesia. Five days after neuro-procedure patient had neurological complaints and went to emergency department. A CT-blanco scan was performed and showed web is luxated in m2 instead of pcomm aneurysm. The patient had good collaterals and received medication. Patient has no neurological complaints after medication, was discharged from the hospital and was doing well.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural images were provided and are to be reviewed. The investigation is currently ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.